Event description:
MFR rep reported a patient was implanted with a surgical lead and the next day had to have the lead explanted. A CT scan revealed cord compression and the patient had weakness in the left leg. Once the lead was removed the hcp performed decompression of the cord. The device was removed but not returned to the manufacturer for analysis.